Manufacturer narrative:
If implanted, give date: not applicable, as the lens was inserted and removed. If explanted, give date: not applicable, as the lens was inserted and removed. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a za9003 21.0 diopter intraocular lens (iol) was inserted and removed from the patient's left eye (os) due to the patient having weak zonules and the capsular bag breaking. A vitrectomy and incision enlargement were performed, including the use of 5 sutures. The lens was replaced with a non-amo lens. Reportedly, there was no patient injury and the patient is doing fine post-operatively. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 03/01/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed the lens was cut in two pieces with a haptic detached and missing probably due the lens removal performed. The reported complaint cannot be verified since this is a patient condition issue in where due to the weak zonule, capsular bag breaking and lens had to be removed. There is no complaint against the lens. No product quality issue was stated. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.